Event description:
It was reported that upon pt care, the user found that the platform with serial # (B)(4) gave low runtimes with multiple known good batteries. The same batteries were used with other platforms, which gave good runtime. Customer believes that the platform might have a bent contact pin on the battery charging connector. Manual compression was performed before a second autopulse platform was used. The customer reported that the problem with the autopulse did not negatively impact the pt. The pt died later that day. The customer provided add'l info stating that he did not know the exact cause of death but believes that the pt died of heart failure. The pt had been complaining all day of chest pain and also had pneumonia.

Manufacturer narrative:
Reported complaint of "platform gives low run-times" was not confirmed. Platform was run with a test battery and manikin for 15 minutes and with lrtf (large resuscitation test fixture) for 25 minutes; no issues were observed. Archive file showed that battery voltage was too low during compression. No batteries were returned for investigation. Visual inspection showed that the battery lock was damaged. Platform passed the final test.